Event description:
On july 16, 2007, the lay-user/pt contacted lifescan (lfs) alleging that her meter was reading inaccurately high. The pt admitted that she had kept her meter and testing supplies in her care with outside temperatures that exceeded 90 degrees fahrenheit. After removing the meter and supplies from her car, the pt noticed that she was getting readings that were abnormally high. The pt reported results of "229, 249, 284, 251, 285, and 289 mg/dl." In 2007, the pt said that she had gotten the result of "285mg/dl" without any signs or symptoms of high/low blood glucose. Based on the elevated meter reading, the pt took an extra pill of "diabeta" based on her doctor's recommendations. The pt typically takes 1 pill of "diabeta" a day. After taking the extra pill, the pt ate breakfast consisting of cinnamon oatmeal. An unk time later, the pt started feeling "very dizzy." She tested her blood glucose at that point and got a result of "289 mg/dl." Due to the elevated meter readings that she had gotten that day, the pt went to a local fire dept and had her blood glucose checked on an unidentified device. The fire dept obtained a blood glucose result that the pt remembered as being less than "100 mg/dl." The fire dept treated the pt with a soda to raise her blood glucose up. She was also offered candy but, the pt refused the add'l treatment. Prior to calling lfs for assistance in 2007, the pt performed 3 control solution tests that failed high while using the reported test strips. The pt got results of "285, 249, and 250 mg/dl." The control solution range was (100-146 mg/dl). The pt ran a control solution test with new test strips that passed. This complaint is being reported due to the following conclusion: the pt alleged inaccurate high results, took an extra pill of oral medication for her diabetes, developed symptoms suggestive of hypoglycemia, got another elevated meter reading, and received medical treatment for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.